Event description:
Reported one occurrence of a false positive flu b result on one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone